Manufacturer narrative:
Concomitant medical devices: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 21-may-2015, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 05-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 the hcp reported that it was their practice to do ultrasounds before refills at their clinic. Per the hcp, they found the catheter in front of the pump in the pump pocket and this was verified with fluoroscopy. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.